Manufacturer narrative:
Three patient samples were associated with incorrect patient names and test results when processed on a vitros 350 chemistry system. The root cause of the event was determined to be user error due to improper use of sample identification (sid) numbers. The vitros 350 system in use during the events was operating as intended. The customer reused sids without ensuring the previously programmed sid was processed to completion or deleted prior to reuse. The technical solution center (tsc) reviewed information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual on page 7-7 which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, the tsc assisted the customer in deleting old pending sample programs on their vitros 350 chemistry system.

Event description:
The customer reported that three patient samples were associated with incorrect patient names and test results when processed on a vitros 350 chemistry system. This event meets potential health and safety criteria, as test results could have been misreported out of the laboratory leading to inappropriate intervention with the potential for serious injury to the patients. The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).